Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up, an alert for possible damage of the hv circuit was observed. The patient was undergoing a rf ablation procedure when the alert was triggered. Investigation by st. Jude medical representative noted that the sosd alert was false due to the rf ablation procedure. Firmware download was performed successfully to clear the alert. The patient was in good condition.